Manufacturer narrative:
D4: serial # and expiration date corrected d10: concomitants: 02-020-11-0335 - truliant ps cem fem ps cem right sz 3.5, (B)(6), 02-022-45-3525 - truliant tib fit tray cem sz 3.5f / 2.5t, (B)(6), (B)(6), 200-07-32 - advanced patella 32mm 3 peg implant, (B)(6), (B)(6), h4: mfg date corrected h6: health effect impact code: no revision has occurred at this time.

Event description:
The femoral loosening reported was likely the result of an insufficient bond between the femoral component and the bone, patient-related conditions, or a combination of these possibilities. The loosening may have led to an increase in cement and bone particles in the joint space and resulted in prosthesis wear. However, this cannot be confirmed as the device(s) were not available for evaluation and images/radiographs were not provided. Left knee revision reported under 1038671-2022-01520.

Manufacturer narrative:
Additional investigation information does not alter the reported h6 investigation codes. H6. Additional investigation information- revision occurred-the revision reported was likely the result of polyethylene wear and femoral loosening as stated in the operative notes and clinical study documentation. The femoral loosening may have been the result of an insufficient bond between the femoral component and the bone. The extent and root cause of the reported polyethylene wear cannot be determined as the devices were not available for evaluation and images of the explanted devices and pre-revision radiographs were not provided. These devices are used for treatment not diagnosis. There is no other information available.

Manufacturer narrative:
There is no other information available. Correction: h6. Investigation findings- incorrect labeling and/or instructions for use-there is on incorrect labeling.

Event description:
Additional information received from legal department - revision operative report of 7 mar 2023-postoperative diagnoses: failed right total knee arthroplasty secondary to early polyethylene wear from a recalled polyethylene insert and aseptic loosening of the femoral component. Revision right total knee arthroplasty of femoral, tibial, and patellar components. Revised to a competitor¿s devices. The patient had initially done well, but started having increased pain and. An infection workup was negative. It was felt that she was dealing with early polyethylene wear and synovitis related to wear from the recalled polyethylene insert. There was the possibility of loose femoral component given the physical exam. There was a typical synovitis with particulate debris and the synovial tissue in the medial and lateral gutters. There was brownish discoloration as well and looked gritty. Surgeon debrided this synovial tissue and sent a sample of the tissue for culture. There were no signs of purulence or infection. There was gross damage to the patellar button it was exchanged, as was the polyethylene insert. The surgeon flexed the knee up and removed the previous tibial insert using a 1/2- inch osteotome. On gross inspection, there was no significant wear. There were pitting changes in the articular surface, primarily medially. No complications. A sterile dressing was applied, the patient was awakened from anesthesia and transferred to the recovery room in stable condition.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. The following sections were corrected: h6 clinical codes, component code, types of investigation, investigation findings and investigation conclusions. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported via a truliant knee clinical study, that a 50 yo female patient, initial right knee implanted on (B)(6) 2018, had polyethylene wear without evidence of osteolysis reported. Date of onset, july 2022. Revision indicated, but no revision date provided. The study indicates that event is definitely related to the device and definitely not related to the procedure. The outcome states continuing. No device return anticipated due to clinical study policy.

Manufacturer narrative:
Concomitant medical products: 02-020-11-0335 - truliant ps cem fem ps cem right sz 3.5, 5608362, 02-022-45-3525 - truliant tib fit tray cem sz 3.5f / 2.5t, 5508018, 5547474, 200-07-32 - advanced patella 32mm 3 peg implant, 5611538, 5611555, 521-78-23 - threaded pin size 2.3 collared 2pk, s004588, 521-78-32 - threaded pin size 3.0 collarless 2pk, s004292. Additional information, including the product investigation, will be submitted within 30 days of receipt.